Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted into the patient on (B)(6) 2007. According to the complainant, the patient experienced pain, infections, dyspareunia, urinary problems, bowel problems and the need for additional surgeries to remove or repair the mesh. She had to return to her physicians several times due to these complications. All other information, including the patient's current condition, is unknown and reportedly unavailable.